Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with continuous glucose readings up to 344 mg/dl and a confirmatory fingerstick of 330 mg/dl; the event prompted troubleshooting focused on potential infusion set or delivery issues, and the user performed two infusion set changes with customer care guidance. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included successful reduction of glucose levels, with subsequent readings trending down to 285 mg/dl with a downward trend arrow, and no hospitalization. Investigation included review of device data and guided troubleshooting with infusion set replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was non-serious, resolved with troubleshooting and infusion set changes, and was not linked to a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.